Event description:
It was reported that, on an unknown date, the application instrument for sternal zipfix does not work. It was also reported that subject device did not malfunction during surgery while being used on a patient. This event did not contribute to death or serious injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The item was received not working. Subject device is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. Subject device had no visible damage or wear on the instrument. Device passed the required functional test successfully and is fully functional as per the design intent. No malfunction could be identified on the instrument. No further manufacturing evaluation necessary. Complaint is deemed invalid from a manufacturing stand point. No design related issues could be identified on the returned device. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date received by manufacturer. It was reported the device is inoperable. No service history review can be performed as this is a lot controlled item. Placeholder.